Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
As shown in the photo, there are dents inside the chamber, and leakage occurs when other lines are connected. In addition, beyond the previously reported sample cases, the same issue has been repeatedly occurring for about a month. It has also been reported that when users experience leakage during use and check the chamber, they sometimes find dents or cracks.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed a dent on the catheter adapter inner luer. The sample was subjected to a catheter leak test, and it passed with no leakage observed. No air bubbles were detected at the luer connection area when air was passed through the adapter connected with either a luer lock or luer slip connector. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. The dent was suspected to be caused by misalignment of the pick and place tool. However, it passed the leakage test, therefore this minor dent is considered a cosmetic defect. Leakage only happened when the adapter was not connected properly either not fully inserted into a luer slip connector or not tightened enough on a luer lock connector. This shows that the dent did not affect the function if the proper connection techniques were applied. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage.